Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345 and had a delayed keypad. The causes was identified to be a failed downstream thermistor and a failed processor board. Tte downstream sensor assembly and failed processor board were replaced to correct these conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a delayed keypad response and alarmed system error 345 (thermistor disparity). No additional information is available.